Event description:
(B)(4). Customer concern: I got a pump error 63 yesterday. Since the pump error the batteries die about every 7 to 8 hours. It was warm this morning. Customer agrees to the cot pump he declined returning the oow pump dop114-980doc: pump error alarms attempt to check alarm history and document any findings: 63 advise customer to disconnect from pump: yes is/was customer able to successfully clear the alarm(s)?: yes did customer receive a request to rewind pump?: yes is/was customer able to complete rewind?: yes document when the alarm occurred(e.g. Basal, bolus, rewind, etc.): basal advise customer to remain disconnected. Advise to program a 0.2 unit fill cannula into the air to determine if delivery is successful: yes was fill cannula recorded in daily history?: yes does error table indicate that pump should be replaced?: no advise customer to perform a self test. Did pump pass?: yes is customer using a minimed 780g pump (mmt-1885/1886/1895/1896) with software version 6.5 or clinical minimed 670g pump (mmt-1740/1741/1742) with software version 6.3?: no does error table indicate pump error cleared active insulin?: no dop114-980doc: pump hot/warm/overheating what led up to the event?: pump error 63 document which part of the pump is overheating (e.g. Battery compartment, etc.): battery side of the pump is customer calling back to report pump continuing to be hot/warm/overheated after previous troubleshooting was completed?: no document battery manufacturer: energizer document battery type and chemistry: lr6 ¿ alkaline document battery model: energizer document battery expiration date document date battery was placed in pump document damage to the battery (e.g. Dented, torn wrapper/insulator, leaked chemical, etc.): today explain a pump restart will be required which will clear the active insulin amount: yes advise customer to record the active insulin amount and active insulin time setting as pump restart may clear these values from pump: yes if customer uses the bolus wizard feature please use the following: advise customer to use the bolus wizard to check if it recommends a correction bolus using their current bg value. Advise customer to disconnect at quick release (while the following troubleshooting steps are completed): yes advise customer to remove aa battery from the pump and hold the back button until the screen turns off: yes advise customer to inspect battery compartment for damage(e.g. Damaged battery cap threads, leaked chemical, residue, etc.). Is it damaged?: no advise customer to inspect pump case for damage (e.g. Leaked chemical, residue, etc.). Is it damaged?: no advise customer to inspect battery cap for damage(i.e. Missing contact, damaged threads, leaked chemical residue, etc.). Is it damaged?: no t/s exit reason: customer declined/unable to t/s is any product replacement/return needed?: serialized device instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes advise customer on how to put pump in storage mode after discontinuation: yes inform customer about product replacement policy.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.